Manufacturer narrative:
Medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -11.0/3.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patients left eye (os) on (B)(6) 2023.the lens was implanted, removed and replaced intraoperatively and the problem resolved. Cause of event was unknown.